Event description:
It was reported that during attempted implant of the right atrium (ra) lead the helix would no longer extend after repositioning the ra lead. Therefore the ra lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed. The distal conductor was distorted. The inner insulation and inner tubing were kinked/buckled. There was blood in/on the helix/lobe mechanism. The lead was stretched and had apparent damage at implant. The analyst visual comment indicated that the helix will not extend or retract due to distal conductor distortion within the connector.